Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. No unexpected battery power loss noted during testing. The device was received with minor scratched lcd window, cracked keypad at select button, faded serial number label and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer received the replace battery now alarm without a low battery warning twice. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.